Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris pump channel was found by nurse to be alarming and saying occluded. Nurse then removed the tubing from the hub of the extension tubing and the medication was flowing through the tubing and still connected in the channel chamber with door closed. This should not have happened. The medication should not have flowed through the tubing while still in the pump."